Event description:
Boston scientific received information that this device was received at boston scientific's return products department in (B)(4). 2010 for unknown reasons.there were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity and the device's life cell capacity was less than expected. The device's ability to provide therapy was verified via automated therapy verification test. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.